Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test, and was unable to prime during the prime test due to a protruded/loose drive support disk.

Event description:
The customer reported insulin squirting out during the manual prime. The customer also stated that insulin continued to drip after the motor stopped. Advised the customer that the insulin pump would be replaced. Nothing further was reported.